Manufacturer narrative:
If explanted; give date: n/a (not applicable). The intraocular lens was not explanted. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a plastic piece/deposit was found in the anterior chamber (ac) post implantation of the intraocular lens (iol) in the patient¿s left eye. Neither the surgeon nor the nurse can identify the origin of the plastic matter. The surgeon used forceps to remove the particle from the patient¿s eye. There was a small hemorrhage at wound site. The iol remains implanted. There was no incision enlargement, no sutures, no vitrectomy. It was stated that the patient outcome is normal, and that the small hemorrhage was controlled with slight pressure. There was no need for any additional medical or surgical intervention. In addition, a plunger rod issue was reported. No additional information was provided to abbott medical optics.

Manufacturer narrative:
Device available for evaluation? Yes, returned to manufacturer on 4/22/2017. Device returned to manufacturer? Yes. Device evaluation: according to the visual inspection performed, the device system and the lens were not returned. Only the reported piece of plastic was received for evaluation. Based on fourier transform infrared spectroscopy (ftir) analysis, the particles was identified as polypropylene. Based on energy-dispersive x-ray spectroscopy analysis, particle shows the presence of carbon (c), oxygen (o), sodium (na) and chlorine (cl), with traces of magnesium (mg), silicon (si), phosphorus (p), potassium (k) and calcium (ca). These results are consistent with the presence of a salt solution on an organic material (i.e. Plastic), with other biological constituents. The reported issue was verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the product. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.